Event description:
It was reported the tubing of an unknown quantity of unspecified baxter access sets leaked. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.